Event description:
While using the suture to close a patient's perineum, the needle broke in half. The broken piece was lost in the patient's tissue despite efforts to find and retrieve. The scrub nurse and surgeon were aware of the episode as it happened. The circulator was notified.